Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) 2021 since a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.